Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, was reported that the pump history was missing while the pump was being used. Customer's blood glucose was in the 100s mg/dl range. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.